Event description:
It was reported that the impedance readings were >10,000 ohms. The patient¿s lead and implantable neurostimulator (ins) were replaced on the day of the report. When the impedances were checked in the operation room they were all >10,000. It was further reported that during testing the tuesday prior to the report in the operating room the impedances were all over 10,000 for both leads. The physician changed out both leads and also replaced the battery with a non-rechargeable implantable neurostimulator (ins). The cause of the issue was not determined. Both leads and the ins were surgically replaced on the tuesday prior to the report. The patient¿s new stimulator had not been turned on yet but during intraoperative testing of the new leads the patient seemed very satisfied with the stimulation and its coverage. It was further reported that the patient¿s stimulation would be turned on the friday following the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. Please refer to manufacturer report # 3004209178-2014-11664 for information regarding the surgical replacement procedure

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), impl anted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient's system was turned on and they are now receiving effective therapy.